Manufacturer narrative:
This is a supplemental report to provide additional information. During repair at local service department of olympus, foreign material (yellow dirt deposition) was found around and under the forceps raiser. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from local service department, leakage and impact mark on distal end were found, which might have contributed to the dirt lens. Omsc presumed that components under the lens probably got corroded due to humidity invasion on device. Produced material from corrosion probably remained under the lens as dirt. Omsc presumed that the foreign material was found around and under the forceps raiser because reprocessing method at the user facility differed from IFU recommendation.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on june 30, 2021, gap of adhesive on the distal end or stain entered inside the lens through the gap was found. The objective lens was dirty and had scratches. There was no report of patient injury associated with the event.